Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced infection, urinary problems recurrence, and dyspareunia. It was reported that patient underwent posterior vaginal repair on (B)(6) 2009 due to stage 3 rectocele. It was reported that patient underwent colonoscopy and fulguration of a few tiny polyps x4 on (B)(6) 2002 due to right lower quadrant pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date a mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.